Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his blood glucose went down into the 50 to 59 mg/dl range. He was having calibration and accuracy issues with his sensor, as well as an issue with getting the sensor needle to come out. Nothing further reported.